Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, (B)(4) has not received the suspect device/component from the customer for evaluation. The foreign distributer conducted an evaluation of the reported device. The user verification, pressure verification, and blender verification tests were conducted and the unit passed all tests, meeting manufacturer specifications. No malfunctions were detected during their evaluation.

Event description:
The customer reported that there were a patient that suffered from pneumothoraces in the preceding six months and they wanted an evaluation performed on the involved device. The reporter stated that the exact date of the reported events are unknown.